Event description:
It was reported that the ilet user experienced a low blood glucose episode to 64 mg/dl after approximately 1.5 hours near 90 mg/dl, treated simultaneously by the pump and by the user with orange juice and multiple glucose gummies, followed by a transient high to 254 mg/dl before returning to range. Symptoms included irritability during the hypoglycemic episode and no reported symptoms during the subsequent hyperglycemic episode. Outcomes included no hospitalization and resolution of glucose levels to target range. Investigation included troubleshooting and education on hypoglycemia treatment. Investigation of this case revealed patient overtreatment of hypoglycemia while the ilet delivered an automated treatment, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related overtreatment of hypoglycemia with oral glucose while automated dosing was active.